Event description:
It was reported that the patient's device was at end-of-service / end-of-life. The patient experienced an overdischarge and was sent home to perform a physician mode recharge. Additional information received reported that it was the patient's third overdischarge. The manufacturer's device tracking registry reported that the patient's entire system was explanted. Patient outcome was not known.

Manufacturer narrative:
Programmer model 37743 serial# (B)(6), accessory model 37752 serial# (B)(6), lead model 3777-60 serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2011.